Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Wedge resection please confirm if procedure was a wedge resection. Yes. During review or provided photo, it was determined that bronchus was visible in firing. Was the procedure converted to more than a wedge resection? No, this is only a wedge resection. However, the stapler line included a segmental bronchus after surgeon fired. Did the surgeon attempt to staple the bronchus and parenchyma in same firing? Yes. Because she did not aware that there was a segmental bronchus on the stapler line. Is it the surgeon¿s normal routine to use a blue cartridge on lung parenchyma and lobar bronchus? No. She used to blue reload for lung parenchyma and green reload for lobar bronchus. Does the surgeon routinely wait 15 seconds prior to firing? Yes was buttressing material used? No. Was the device difficult to close or fire? No. What is the current patient status? This patient discharged from hospital. The surgeon also discussed with me that this is a serious copd patient. Hence, the tissue of parenchyma was hard and fibrosis.

Manufacturer narrative:
(B)(4). Batch # t5ew9j. Investigation summary: the analysis results showed that two ecr60b reload was received. The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Upon visual inspection of one photo, the following was observed: the photo shows a tissue piece from top view and some staples can be seen on tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photo the event describe cannot be confirmed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Please confirm if procedure was a wedge resection. During review or provided photo, it was determined that bronchus was visible in firing. Was the procedure converted to more than a wedge resection? Did the surgeon attempt to staple the bronchus and parenchyma in same firing? Is it the surgeon¿s normal routine to use a blue cartridge on lung parenchyma and lobar bronchus? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Was the device difficult to close or fire? What is the current patient status?

Event description:
It was reported that the surgeon performed wedge resection by manual echelon 60mm. She fired 3 ecr60b reloads and observed lung parenchyma. She realized that lung parenchyma after transecting reload no.2 and no.3 was bleeding. Opened chest and using suture, completed procedure.